Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving a button error alarm from the insulin pump. There was no significant event reported as leading up to the alarm. The customer was advised to discontinue use of the device and to revert to a backup plan until a replacement insulin pump arrived. The customer will not return the out-of-warranty insulin pump. The customer's reported blood glucose value was 2017 mg/dl. No further information was provided.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.